Manufacturer narrative:
Additional device product code: hrs. (B)(4). The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent open reduction internal fixation surgery for olecranon fracture with the va-lcp olecranon plate and the variable angle locking screw. After the surgeon inserted the screw, he tried to remove the screw to change the insertion angle. When the surgeon removed the screw, the screw broke at its neck. Per surgeon there was no interference between the screws. The screw shaft remained in the patient's body. The surgery was delayed by less than thirty (30) minutes. The hospital may perform re-operation if the screw shaft in the body should interfere with the radius. The surgeon commented that it is possible the patient report pain due to the screw shaft remained in the body. No further information is available. Concomitant devices reported: unknown variable angle-locking compression plate (va-lcp) olecranon plate (part# unknown, lot# unknown, quantity unknown). This report is for one (1) 2.7mm ti va locking screw 44mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: this manufacturing record evaluation (mre) review is for sterilization procedure only part: 04.211.044s, lot: l498492, manufacturing site: selzach, supplier: (B)(4) , release to warehouse date: july 18, 2017, expiry date: july 01, 2027. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile part was manufactured in monument part: 04.211.044, lot: h376069, manufacturing date: june 05, 2017. Part: 04.211.044, 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 44mm, lot: h376069 (non-sterile). Work order traveler met all inspection acceptance criteria. Inspection sheet, in process/inspect dimensional/final inspection met all inspection acceptance criteria. Packaging label log was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part: 04.211.044.999, 2.8mm ti screw blank 44mm 02.7 variable angle w/sd8, lot: h359108, work order traveler met all inspection acceptance criteria. Inspection sheet, in-process dimensional met all inspection acceptance criteria. Part: 04.210.160.999, 2.8mm ti screw blank 60mm no head turn/no point w/sd8, lot: h354282, work order traveler met all inspection acceptance criteria. Part: 23032, tialnbci2.78, lot: 7229232. Product traveler met all inspection acceptance criteria. Product certification supplied by dynamet was reviewed and determined to be conforming. Lot summary report met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Visual inspection: the screw was found broken between the shaft and the screw-head. The broken shaft is missing. All features related to the reported complaint condition were reviewed and no other issues were identified. Dimensional inspection: a dimensional test is not appropriate, since the broken part is not available and all complaint-relevant dimensions can no longer correspond to the valid technical drawings specifications due to the damage incurred. Document/specification review: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The manufacturing documents do show that the correct material was used. Conclusion: our investigation has shown that the complaint condition for the broken screw is confirmed. Because of the damage and the missing broken portion, it is not possible to measure the relevant dimension. This damage is clearly caused post manufacturing. We do suppose that the device encountered unintended forces, such as excessive force application during unscrewing procedure, which finally resulted in the breakage. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.